Event description:
It was reported to boston scientific corporation that a resolution clip was used in the bile duct to treat hemostasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, when attempting to deploy the clip, the clip failed to release from the device. The physician made multiple attempts to open and close the device however, the clip could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the type of procedure was ercp which uses a side viewing scope. However, according to the instructions for use (IFU), "the hemoclips is designed to be compatible with forward viewing endoscopes with working channels equal to or greater than 2.8 mm".

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.